Event description:
End user's reports while driving the power wheelchair, he was not paying attention and accidentally drove down steps instead of the wheelchair ramp.

Manufacturer narrative:
Operator error: no malfunction of the power wheelchair suspected. The end user reported not paying attention to where he was driving and drove down a flight of stairs instead of the wheelchair ramp. The owner's manual warns, "never attempt to drive wheelchair off or up onto a curb, stairs higher than 1.5", or an escalator", and "avoid ramps and slopes that are too steep such as those that exceed 5 degrees."